Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No actual samples were available; however, five companion sample minicaps were received and were evaluated. A visual inspection was performed with naked eye with no issues noted. All box dimensions of the samples were measured with a caliper and passed. All functional testing performed was acceptable. The reported problem of leak was not verified based on the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak with a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.